Manufacturer narrative:
Product ID mc1vr01-delsys serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the patient experienced tamponade. The leadless implantable pulse generator (ipg) device remains in use. The delivery system was removed. No further patient complications have been reported as a result of this event.